Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The recipient's device remains in situ. The recipient will remain a non user of the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified the recipient was reportedly in a car accident. The recipient's device was explanted. The recipient was implanted on the contralateral side. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.